Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitants: 2630755 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t, 1537554 200-03-32 - one peg patella 32mm, 1690392 208-06-05 - cc distal fem augment sz 5, 10mm, 2104822 208-06-05 - cc distal fem augment sz 5, 10mm, 2281790 204-34-04 - fluted stem extension 40l x 14 mm, 2519910 204-38-08 - stem extension 80l x18 mm, 2688502 208-09-05 - cc stem ext adaptor 5 degree, 9523071 208-01-05 - cc femoral sz 5. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Event description:
It was reported via a legal notification, that a patient, who had an initial right knee implanted with an optetrak logic fit tibial tray, 1 peg patella, femoral component, and insert, on (B)(6) 2013, underwent a revision procedure on (B)(6) 2022, approximately 8 years 10 months post the initial procedure to remove the optetrak and replace the implant. The surgeon found that the recalled optetrak polyethylene failed. No device returns anticipated due to this being a legal case. No further information.